Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
Facility medwatch uf# 3600072-2005-0012. It was reported, through a facility medwatch, that a shaft fracture occurred. A taxus express2 3.0x16mm drug eluting stent was inserted into a patient with intent to deploy in the lesion. The physician was having difficulty crossing the lesion with the stent when a portion of the catheter broke. The fractured shaft was successfully removed. No patient complications were reported. Patient status is satisfactory.